Event description:
Despite repeated attempts the device could not cross the pre-dilated severely calcified lesion.

Manufacturer narrative:
The returned instruments were subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the complaint instrument has been inflated; the balloon is not well folded and dried contrast medium residue was observed inside the balloon lumen. Consequently, the crossing profile was found to be out of specification. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. Based on the information provided, the residual lumen diameter in the target lesion was smaller than the specified crossing profile of the complaint instrument which most likely contributed to the reported difficulty in lesion crossing. In addition, it should be noted that according to the IFU a lesion in the left main coronary artery (lmca) is contraindicated for the pantera pro system.